Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's blood glucose has been in the 600 mg/dl range due to infections to her infusion set site. The customer's current site did not show signs of infection; however, previous sites had redness, pain, and indications of yellow/white pus in the tubing. The mother confirmed that her daughter's sites and insertion devices are properly cleaned. Troubleshooting was declined for the high blood glucose and insulin pump as the customer's site infections are a recurrent issue. No products were returned and two replacement infusion sets were shipped to the customer.